Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that max bolus was entered incorrectly. Customer blood glucose level was 300 mg/dl. Reportedly, the customer changed the max bolus from 6 units to 25 units to resolve the issue.